Event description:
It was reported the camera head had a cracked cord. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found reportable findings: the camera cable has poor watertightness. Based on the results of the investigation, it is likely that the following led to the malfunction: there was a crack in the camera cable, so the airtightness could not be maintained, and hence watertight failure occurred but the cause of the crack in the cable could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.